Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of over 500 mg/dl and inquired if insulin pump was delivering. Customer was advised to treat high blood glucose with manual injection or seen medical attention as customer was only treating with insulin pump and blood glucose remained high. Customer was assisted with rewinding and priming insulin pump.